Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 144 mg/dl at the time of incident. The customer stated that the insulin pump went to count down and did not work. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were damaged. The customer stated that the battery cap was not missing or damaged. The customer stated that they changed the battery but the display did not return. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return after cleaning the battery cap. The customer performed self-test and the insulin pump was unable to finish. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact however the insulin pump was tested with a good battery cap. No blank display during testing. No damage was found on the lcd isolation tape and no numbers ramping up noted also, received with normal operating currents. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.